Manufacturer narrative:
(B)(4). Additional information received stated that the pump was checked by the hospital biomed and no problem was found with the pump. The hospital biomed found a bent pin on the fiber optic cable. Device evaluation: no intra-aortic balloon pump parts or recorder strips were returned to the teleflex (B)(4) facility for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "purge failure alarm" was confirmed by the information provided to the clinical support special list. The cause of the alarm is undetermined.

Event description:
It was reported by the cath lab rn that a patient post mi (myocardial infarction), cardiogenic shock, ef-10% had an intra-aortic balloon (iab) inserted via a sheath. The iab was in place and as they tried to initiate pumping, they got "purge failure" alarms. They had an ECG and arterial pressure (ap) waveform on the pump, the gas drive tubing was connected to the pump and they noted 40 cc on the screen. They had helium and had checked to make sure that the helium tank was turned on. They had changed out helium tank. The css had the nurse try pumping and they got the "purge failure" alarm again. The intra-aortic balloon pump (iabp) was changed out for a second iabp. After making all the connections, they were able to initiate pumping without difficulty. The clinical support specialist (css) assisted the nurse in calibrating the fiber optics. The iabp was utilizing the transducer for ap waveform. The css had the nurse disconnect and reconnect the fiber connections. The css could hear the click, but no audible tone. The fiberoptix sensor (fos) status codes were ll (low light) and pl (pressure limit). The css had her disconnect and describe the fiber optic connection. From the nurse's description, the css suspected that the optical connection was recessed into the connector. They were told to use the central lumen for pumping. The first iabp ((B)(4)) was to be sent to biomed to be checked. The iabp the patient is currently utilizing is (B)(4).

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported by the cath lab rn that a patient post mi (myocardial infarction), cardiogenic shock, ef-10% had an intra-aortic balloon (iab) inserted via a sheath. The iab was in place and as they tried to initiate pumping, they got "purge failure" alarms. They had an ECG and arterial pressure (ap) waveform on the pump, the gas drive tubing was connected to the pump and they noted 40 cc on the screen. They had helium and had checked to make sure that the helium tank was turned on. They had changed out helium tank. The css had the nurse try pumping and they got the "purge failure" alarm again. The intra-aortic balloon pump (iabp) was changed out for a second iabp. After making all the connections, they were able to initiate pumping without difficulty. The clinical support specialist (css) assisted the nurse in calibrating the fiber optics. The iabp was utilizing the transducer for ap waveform. The css had the nurse disconnect and reconnect the fiber connections. The css could hear the click, but no audible tone. The fiberoptix sensor (fos) status codes were ll (low light) and pl (pressure limit). The css had her disconnect and describe the fiber optic connection. From the nurse's description, the css suspected that the optical connection was recessed into the connector. They were told to use the central lumen for pumping. The first iabp ((B)(4)) was to be sent to biomed to be checked. The iabp the patient is currently utilizing is (B)(4).